Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump had power loss alarms. Caller did not recall blood glucose at the time of incident. Troubleshoot was performed. Caller stated the insulin pump has been without a battery for long enough to reset the internal battery; however, the power loss alarm persisted. The battery cap was missing as well. No further details were provided. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected power loss alarms or battery alarms noted during testing. Pump trace download analysis confirmed the pump alarmed power error. An unexpected replace battery alert while monitoring and the power management tool confirmed power error 25 was triggered when the lithium backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No battery cap received with unit. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, slightly faded serial number label, peeling end cap address label and slight corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.